Event description:
This was a spontaneous report from a (B)(6) year old, female, patient, reporting on herself from the united states: (B)(6). The patient's medical history included no known drug allergies. The patient's weight was (B)(6) pounds. The patient was treated with precise pain relieving heat patch (topical, lot number pmc018, expiration date 05/31/2013) once daily from (B)(6) 2011 to (B)(6) 2011 for back pain. Concomitant medications included methadone for a car accident. After product use, on (B)(6) 2011, the patient experienced a burn on her back. The patient went to the emergency room on (B)(6) 2011 where she was treated with silvadene 50 mg and an unspecified "pain pill". Action taken with precise pain relieving heat patch was withdrawn. The patient had not recovered from the application site burn. This report was serious (medically significant).